Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The facility representative reported to baxter (B)(4) that a vented paclitaxel set had leakage next to the drip chamber. This occurred during priming. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). A sample was not available for evaluation, but a photograph of the sample was available. Visual inspection of the sample did not reveal any abnormalities. The reported condition was not confirmed. The root cause is not identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.